Manufacturer narrative:
This report is being submitted to correct d3 and g1 manufacturer information,. In addition, this report is to correct the MFR reporting registration number to 9614641.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tube was broken at a position of about 8 mm from the tip. The tube with the broken balloon attached was not sent. The broken part of the tube had a shape that was broken by a tensile load. In addition, the area around the broken part of the tube (about 50 mm) was stretched and narrowed. When omsc tried to supply air from the air supply port, I felt resistance, but I was able to supply air (air was discharged from the end of the tube). The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-health professional that during an unspecified procedure, the balloon did not shrink when the user removed the tooth that had fallen into the bronchi. When the balloon was pulled without shrinking, the sheath was torn, and the balloon remained into the bronchus. The intended procedure was completed with intervention surgery at same day.